Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. There was no indication that the company representative used the reported handpiece to test the system. The system was tested and found to meet product specifications. The system was manufactured on february 23, 2007. Based on qa assessment, the product met specifications at the time of release. The reported event was not replicated as the system was found to meet specifications. Therefore, the cause of the reported event remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing system performance and occlusion problems during multiple surgical procedures. The staff switched out several kits and phaco handpieces, but the issue remained. All the procedures were completed successfully without patient harm.